Event description:
It was reported that on (B)(6)2015 a patient, who had a periprosthetic fracture of the femur repaired on an unknown date, underwent a corrective osteotomy revision and plating surgery. It was reported that during the original surgery, the fracture was not properly reduced and the bone was mal-aligned. The explanted devices include one plate, eight screws, and five cables. The cables were reportedly a competitor's device. There were no delays or surgical complications reported. Patient status was noted as fine at the end of surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).